Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient called for assistance as she had inserted her insulin cartridge too tightly into her insulin infusion device. She said, she was using a glass cartridge from a different infusion device. The patient was advised that glass cartridge was not made to be used in her infusion device, and she should only use cartridges as recommended in labeling. She stated, she tried to remove and re-insert the cartridge, and in the process the cartridge plunger remained attached to the infusion device piston rod. The patient stated that insulin spilled into the cartridge compartment, but she was able to remove it. The patient was instructed to disconnect from the infusion device, and was then assisted in detaching the plunger from the piston rod. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.